Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal lioresal via an implantable pump. It was reported that the hcp stated the pump was explanted for possible infection and cerebrospinal fluid (csf) leak. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics/troubleshooting performed. The issue was resolved at the time of the report. Additional information received from a health care provider (hcp) indicated that the patient had a surgery on (B)(6) 2025. The preoperative diagnosis was hypokinetic dystonia, cerebrospinal fluid leak x2, and infected baclofen pump and catheter. The procedure was removal of baclofen pump and catheter. The patient was on intravenous (IV) vancomycin, so no additional antibiotics were provided. The pump was identified and brought out to the pump pocket, and then the catheter was transected. All the catheter system was removed. Anesthesia was asked to valsalva to 40 torr two separate times, and no csf leak could be identified. The wounds were then coated with bactroban ointment and sterilely dressed using telfa and tegaderm. The estimated blood loss for the procedure was less than 10 ml and the patient required no intraoperative transfusion. The patient was taken to the recovery room in stable condition and the patient tolerated the procedure well.